Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between a luer transfer set and a patient line extension set became loose and leaked during peritoneal dialysis therapy. This event occurred about thirty (30) minutes after it was connected, during use with patient involvement. The patient's trained daughter tightened the connection. The (B)(6) assistant did not see any issues with the product. The extension line was connected to the patient line perfectly without any issues. There was no patient injury or medical intervention associated with this event. No additional information is available.